Event description:
Per the audiologist, the patient experienced pain and a decrease in performance after a head injury at the site of the implant. The results of an integrity test (B) (6) 2010 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 194 mg/dl back to back with a result of 400 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment rec'd. No adverse event reported. Reporter stated that she rubbed her fingers across an apple before obtaining the second result. A request was made for the return of the affected product.